Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-1934bcf-24-2 bio-composite suturetak broke during insertion. Another one was used and case was completed without further issues. This was discovered during an arthroscopic bankart repair on (B)(6) 2022.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1934bcf-24-2 was received for investigation. Visual inspection identified the proximal-most thread of the implant had cracked and bent. A probable cause is attributed to prying/leveraging during insertion.